Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that patient has not felt the "same" since implant of the replacement device. It was later reported by the patient's clinic that patient reported having shortness of breath while walking up hill. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.